Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been dislodged. This lead was surgically repositioned. Additional information received that the dislodgement was confirmed thru xray. No additional adverse patient effects were reported.